Event description:
During a tavi (aortic valve stenosis) procedure, it was observed that the distal portion of the catheter had detached while inside the sheath. The sheath with fragment inside was removed from the patient. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient. The fragment was discarded by the hospital.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 5f pacel (flow direct) pacing catheter was received for analysis. The distal tip electrode was noted to be fractured and detached from the catheter shaft. The fractured and detached tip electrode was not returned with the device. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.